Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk also, unable to perform the occlusion test, prime test, and excessive no delivery test due to a33 alarm. The insulin pump was received with normal operating currents and passed the a21 error test, self-test and the displacement test. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, case cracked at the reservoir tube window corner and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not exit the preparing to prime screen. Blood glucose value is unknown. The customer was advised to hold down the act button until receiving a second series of beeps and/or numbers appear on the display. She stated that she did not receive the beeps nor did numbers appear on the screen. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and the customer agreed to return the product for analysis.